Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was repeated and a lower result was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
The probable cause for the falsely elevated troponin I result was inadequate washing by the hm wash pump cassettes. A siemens representative instructed the customer to change the hm wash pump cassettes. The instrument is now performing within specifications. No further evaluation of the device is required.